Event description:
The dr claims the following: the graft was implanted (ca in 2003) for an axial-femoral bypass. One week later the pt needed a femoral-popliteal bypass. After reopening the pt for the second procedure, the original graft became fractured in half when being manipulated by the surgeon's hand. In addition, multiple cracking was observed in a direction away from the sutures and hood (the hood is a taper created by the surgeon at the end of the graft). The surgeon then sutured the graft closed. The quantity of blood lost through the graft is unk and appears, as this time, to be unattainable. Once the graft was closed, the additional bypass was performed. The graft was left in. The pt's condition is unk at this time. The dr believes the pt may die due to the graft problem. Manufacturer's note: the use of this product as an axial-femoral bypass is contrary to the instructions for use. In addition, the initial implant date is unk and has been approximated based upon the surgeon's report of for reporting purposes only.